Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a low drain volume (ldv) alarm occurred during the initial drain on the home choice (hc). The home patient (hp) stated they saw air in the patient line. The technical service representative (tsr) advised to end therapy. The tsr determined through troubleshooting that the cause of the air was a clamp opened on an unused supply line. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.